Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 5148726/5166031.

Event description:
It was reported that the patient was not getting pain relief and was experiencing discomfort due to ipg being placed too close to the spine. The patient was also not getting relief and enough stimulation in feet. The physician relocated the pocket and the leads were tunneled to the new site. The patient was doing well postoperatively.